Event description:
The customer called for help with her contour meter. She performed control tests while troubleshooting and received a result of 221 mg/dl. The normal control range was not provided, but should be around 105-145 mg/dl. No adverse events were alleged. The customer used the last of her test strips while troubleshooting, so no product will be returned.